Manufacturer narrative:
Isi has received the curved-tip stapler 30 instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed but did not replicate the customer reported complaint. Review of the site's system logs found that a firing failure occurred. The logs found that the fire from the curved tip stapler 30 instrument with a green stapler reload installed failed at 40 percent completion. The instrument also had 3 incomplete clamps in the same install as the partial fire. The firing failure occurred on the 5th fire of a total of 8 firings during the procedure. After the failed fire, there were 3 subsequent stapler reloads fired and they were completely fired. The instrument was installed on an in-house da vinci surgical system and passed fire testing. Examination of the instrument found no hardware damage at the instrument's wrist, suggesting that the cause of the partial fire was likely related to the stapler reload or user related. Device history record (DHR) review-DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted surgical procedure, the curved-tip stapler 30 instrument with a green stapler reload installed partially fired across the patient's bronchus tissue. During re-transection of the patient's tissue to correct the staple line, the surgeon removed additional tissue that was not planned as part of the surgical procedure. It is unknown what caused or contributed to the partial fire issue.

Event description:
It was reported that during a da vinci assisted upper pulmonary lobectomy procedure, the curved-tip stapler 30 instrument partially fired. There was no report from the customer of any patient harm due to the partial fire issue. Additional information regarding the reported event was provided by the intuitive surgical, inc. (Isi) clinical territory manager (ctm) who initially reported this complaint. According to the ctm during the firing sequence of the curved-tip stapler 30 instrument with a green stapler reload installed on bronchus tissue, the instrument stopped firing and an error message stating stapling failed, press blue pedal to unclamp, blade may be exposed was generated. The surgeon was able to unclamp the instrument and the ctm observed that the instrument had fired about a quarter of the way; however, the staples had not closed on the tissue, as there were straight staples around the target tissue. The ctm indicated that the cut line also extended about a quarter of the way through the cut line, leaving an open cut in the patient's bronchus. The surgeon was able to resolve the partially stapled tissue using the same stapler instrument and a replacement green stapler reload, the surgeon transected distal to the partial staple line, thus removing 2 cm of additional tissue to resolve the partial staple line issue. The ctm indicated that the additional tissue removed was not planned as part of the surgical procedure. According to the ctm, prior to firing the curved-tip stapler 30 instrument, the initial clamp reached 79 percent. The surgeon held the clamp for 15 seconds and then re-clamped and was able to achieve a 99 percent clamp. The surgeon then unclamped completely and then regrasped the patient's tissue and was able to achieve a successful clamp. It is unknown if the patient had undergone any pre-surgical radiation or chemotherapy treatments. The patient's tissue did not appear to be too thick and buttress material was not used. The ctm indicated that there did not appear to be any interfering material between the jaws of the curved-tip stapler 30 instrument during the firing sequence. The planned surgical procedure was robotically completed.